Event description:
Joint, c., thevathasan, w., green, a. L., aziz, t. Pallidal somatotopy suggested by deep brain stimulation in a patient with dystonia. Neurology. 2013;80(7):685-686. Summary/reported event: a (B)(6) woman underwent implantation of a deep brain stimulation system in the globus pallidus (gpi) for primary generalized dystonia. Because of suboptimal response, a second pair of electrodes were implanted more anteriorly in the gpi. Acute stimulation at 130 hz induced chorea at higher amplitudes, so stimulation was adjusted to 60 hz. After 9 months, the patient had improvement in the upper and lower limbs and trunk. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Product ID 3387, serial# unknown, product type lead. (B)(4).